Event description:
It was reported that a vessel closure of an unspecified access site was attempted using seven prostyle devices. Reportedly, all seven devices failed to deploy. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that suture placement in the calcified right common femoral artery was attempted with four prostyle devices using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with all four prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2610 was removed.

Manufacturer narrative:
Analysis was performed to the returned device. The reported suture retrieval issue was observed as a link separation. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture retrieval issue and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated d4 correction: lot number updated from updated from 3040442 to 3032843 d9, h3 correction: device returning updated from ni to yes e1 correction: hospital name: updated from (B)(6) to (B)(6) h6 correction: type of investigation code 4114 removed

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that suture placement in the calcified right common femoral artery was attempted with four prostyle devices using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with all four prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. No additional information was provided.